Event description:
User received discrepant troponin t results on five pt samples. In late 08, sample 1 initial result was 0.043 ng/ml, repeat results were 0.341 ng/ml and 0.043 ng/ml. Six days later, sample 2 initial result was 0.817 ng/ml, repeat result of 0.019 ng/ml. Three days later, sample 3 initial result was 0.097 ng/ml repeat result was 0.011 ng/ml. Ten days later, sample 4 initial result was 0.053 ng/ml, repeat result was <0.010 ng/ml. On 1/07/09, sample 5 initial result was 0.080 ng/ml, and repeat result was 0.015 ng/ml. None of the initial results were reported because the user is repeating all positive results before turning them out. No pts were affected and no treatment was given. If additional information is received, appropriate notification will be provided.